Event description:
Our ref: 2004 0211-4-1 according to general hosp a sims graseby syringe driver model ms26 had been renewed at 18.00 hours and the pt was checked at 23.00 hours. Half had been administered by 23.00 hours. Pump observed for following hour appeared to be dispensing 0.6ml/hour, actual rate should be 0.3ml/hour. Pump changed, pt observed closely following incident for adverse effect, faulty pump to be reported. Staff report drug being delivered 2x fast. Ebme tested pump (but not altered settings) and also believe it ot be running fast. Pt did not require extra time in hosp as a result of incident.

Manufacturer narrative:
Eval summary: contamination of the main circuit board caused the pump to infuse incorrectly. As a result of a finding during a recent inspection, (FDA form FDA, fei 3002088009) the co commited to review all complaints from the last 24 months to identify any that might be considered reportable which have not been reported. That review has been completed and the following medwatch forms represent all such late reports.